Event description:
It was reported that balloon rupture occurred. A 2.75mm x 8mm nc emerge balloon catheter was inflated in an in-stent restenosis (isr) vessel. However, during the first inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the balloon ruptured at 12 atmospheres and the device was simply removed.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 8mm nc emerge balloon catheter was inflated in an in-stent restenosis (isr) vessel. However, during the first inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.